Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for partial display. Blood glucose at the time of incident was 136 mg/dl. Customer stated that no report of pump screen flashing when screen was turned on after being in sleep mode. Advise the insulin pump will need to be replaced. Advise to discontinue use of the pump and revert to backup plan per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received stuck in blank-flashing white lcd due to cracked lcd controller on printed circuit board. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to blank-flashing white lcd. Unable to verify missing segments/partial display due to blank-flashing white lcd.